Event description:
A shockwave peripheral s4 intravascular lithotripsy (ivl) device was used to treat the left and right tibio-peroneal trunk as part of the clinical btk ii study. During a 30-day routine follow up visit, the subject presented with worsening claudication, with complaints of leg and foot discomfort, edema, and pain. The patient was reported to have a history of severe disease. This event was reported to have a possible relationship to the device and to procedure per the clinical study site. The patient is scheduled to have abi and duplex ultrasound performed. As of the date of this report, no further information has been provided regarding the patient outcome, and the patient will continue to be monitored.

Manufacturer narrative:
The s4 ivl catheter was not returned by the reporting party. Therefore, inspection of the device could not be performed. This event is being acknowledged to be used for trending purposes. The likely cause for the reported adverse event of worsening claudication and subsequent edema and pain could not be definitively determined. The ivl catheter was not returned for evaluation. Additionally, there was no device malfunction reported at the time the index procedure was performed. Furthermore, shockwave has determined this event to be possible related to the procedure, but not the device. The patient is scheduled to have abi and duplex ultrasound performed. As of the date of this report, no further information has been provided regarding the patient outcome, and the patient will continue to be monitored. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave peripheral s4 intravascular lithotripsy (ivl) device was used to treat the left and right tibio-peroneal trunk as part of the clinical (B)(6) study. During a 30-day routine follow up visit, the subject presented with worsening claudication, with complaints of leg and foot discomfort, edema, and pain. The patient was reported to have a history of severe disease. This event was reported to have a possible relationship to the device and to procedure per the clinical study site. The patient is scheduled to have abi and duplex ultrasound performed. As of the date of this report, no further information has been provided regarding the patient outcome, and the patient will continue to be monitored.

Manufacturer narrative:
The s4 ivl catheter was not returned by the reporting party. Therefore, inspection of the device could not be performed. This event is being acknowledged to be used for trending purposes. The likely cause for the reported adverse event of worsening claudication and subsequent edema and pain could not be definitively determined. The ivl catheter was not returned for evaluation. Additionally, there was no device malfunction reported at the time the index procedure was performed. Furthermore, shockwave has determined this event to be possible related to the procedure, but not the device. The patient is scheduled to have abi and duplex ultrasound performed. As of the date of this report, no further information has been provided regarding the patient outcome, and the patient will continue to be monitored. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
Additional information received: cec adjudiation for the btk ii clinical study was conducted regarding this adverse event. Cec adjudication has determined there was no relationship to the study device or to the procedure.